Event description:
A malfunction related to an altitude alarm was reported by the customer, which resulted in blood glucose level rising to 530 mg/dl. To address this, the customer administered a correction injection via multiple daily injections and also used a bolus via the pump. Technical support provided guidance on preventing altitude alarms, which the customer acknowledged, and the issue was resolved with the customer resuming insulin use with the original cartridge.